Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported leak in this complaint could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advancing; however, when the sgc was retracted to the right atrium, the sgc would not hold column. Air did not enter the patient and additional aspirations were not required. The sgc was simply removed, and the procedure was completed with a new sgc. One clip was implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.